Manufacturer narrative:
Approximate age of device ¿ 4 years. (B)(4). The patient remains ongoing with the device. Additional information was requested, but not provided.a supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A user facility report was received that stated: event desc: patient with heartmate ii lvad therapy for 49 months and recurrent episodes of melena/anemia, now presents with first gi bleed /anemia episode requiring blood transfusion (2 units transfused). International normalized ratio (inr) was 2.0 at the time of this bleed. Patient was not receiving antiplatelet therapy at the time of this bleed. Additional information was requested from the user facility but was not provided. What was the original intended procedure: heartmate ii lvad implanted 49 months prior to this event.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.